Event description:
Caller indicated the relion confirm meter was giving variable readings. (B)(6) started seeing abnormal readings on (B)(6) 2010 he tested and his bg level was in the mid - high 200s. On (B)(6) 2010 (B)(6) got a reading of 24 and immediately retested and rcvd a bg reading of 140 again on (B)(6) bg tested at 26 immediately after it was back to the normal reading for (B)(6). Controls not used. He purchased a new meter from (B)(4). Will send refund for meter as we should have replaced it. Replacing strips as we need the ones he has for investigation and sending control solution.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.